Event description:
A week after a laparoscopic cholecystectomy procedure, pt went to the hospital for abdominal pain and was found to have a hole in their duodenum which was suspected to be the result of a thermal burn. Pt had a gastric bypass previously thus food bypassed the location of the hole and therefore, there was no infection. Pt was treated with antibiotics and discharged.